Event description:
It was reported that the right atrial (ra) lead had an increase in impedance. The helix of the lead was found to be sitting on the body of the ventricular lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).